Manufacturer narrative:
It was determined through communication of the issue that the intermittent response of the scanner was due to poor connection of the power supply. Because of the connection problem, two patients were re-scanned. Once the cable was checked and re-plugged back into the device, the scanner functioned normally. Each patient received a total dose of 0.035 gy, which is well below the 1 gy threshold level of concern. At this time, no patient injury has been reported. A follow up MDR will be submitted if additional information is received.

Event description:
Patient scans were interrupted intermittently and therefore, two patients were rescanned.